Event description:
Boston scientific received information that this patient passed away one day after implant of a cardiac resynchronization therapy pacemaker (crt-p) system, following intervention for a suspected lead perforation. A boston scientific field representative reported it was unknown which lead may have been involved, and it was not known if an autopsy would be conducted to confirm the cause of death. The representative reported performing a device check the morning after implant, and all lead measurements were normal and consistent with the post-implant measurements. Later that day, a pericardiocentesis was performed and 400 cubic centimeters of blood-tinged fluid was drawn off; the patient coded at that time and subsequently passed away.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.